Manufacturer narrative:
A complete lead was returned in one piece. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic during a follow up. The patient experienced recurrent near syncope. Interrogation revealed ventricular non-capture. Additionally, there was ventricular oversensing noted on the lead. The oversensing could not be reproduced by isometric testing. Programming changes were performed to address oversensing; however, lead explant procedure was scheduled on (B)(6) 2018. Both ventricular and atrial leads were explanted and replaced. Atrial lead was explanted due to an unspecified issue. Patient was stable post procedure.